Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving bupivacaine 1.4mg/ml for a total dose of 0.7mg/day and morphine 50mg/ml for a total dose of 26.7 mg/day via an implantable pump for non-malignant pain. It was reported the patient said there pump was beeping and that it stopped. The pump logs were ran. It was noted a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). The pump status and/or event logs reported a motor stall and a motor stall recovery. The pump logs were obtained on (B)(6) 2018 and noted a motor stall occurred on (B)(6) 2018 and the motor stall recovery occurred on (B)(6) 2018. Elective replacement indicator (eri) was 19 months. It was reviewed to confirm there were no electromagnetic imaging (emi)/magnetic sources present, consider pump replacement and programming to minimum rate, and to cover the patient with non-pump medication. It was noted the patient was coming in later today ((B)(6) 2018) to check pump logs again. The rep noted the pump was likely going to be replaced. The patient felt like they were going into withdrawal. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
H3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative(rep) via the return paperwork for the pump indicated the pump was delivering morphine at ¿50 mcg.¿ the pump was replaced on 2018-(B)(6) and the patient recovered without sequela. The patient experienced a gradual loss of therapy. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) and the initial reporter was provided. It was noted interrogation did not resolve the stalls and the patient was placed on minimum rate. The alarm was silenced to determine the replacement date and the patient was relying on orals. The pump would be explanted on (B)(6) 2018 and would be returned for analysis. The cause of the motor stall was unknown as there was no MRI performed and no electromagnetic interference (eri) noted. The patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. If information is provided in the future, a supplemental report will be issued.